Event description:
The customer reported to olympus that they received 3 different needles that were difficult to utilize. The following information is regarding the second event. During inspection they noted that the needle was straight but slightly stiff in the stylet. During the endobronchial ultrasound-guided transbronchial needle aspiration procedure the user stated that the device was too stiff, he stated that the stiffness issue may cause injury to the user when utilized. The procedure was completed using the same set of equipment. Visual imaging confirmed that the mass was sampled successfully. There were no reports of patient or user harm associated with this event. The first event is reported under patient identifier:(B)(6).the second event is reported under patient identifier (B)(6). (This report) the third event is reported under patient identifier (B)(6).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The stylet was returned and was outside/separated of the device. The syringe and stopcock and biopsy adapter valve were not returned. The handle lock was present and was able to slide into all positions and lock while maintaining its positioning. When the handle is fully advanced, the needle is able to extend approximately 1.406 inches. The distal needle tip is sharp and without damage. The distal hypotube is kinked/bent approximately 0.3125 inches from the distal end of the sheath. There is also a minor kink towards the proximal end of the sheath. When advancing the needle, there is major resistance. Extra force must be applied to advance the needle. This complaint is likely due to the kink in both the sheath and hypotube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to being forced through angulation. The event can be prevented by following the instructions for use which state: "-do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. -do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.